Event description:
The pt, a iddm, awoke on 9/24 feeling dizzy and nauseated. A blood glucose result on her meter was 57 mg/dl. She took her normal dose of insulin and, based upon the meter reading, consumed a cookie and a cola. She went for a regularly scheduled dr's appointment at 10:15/a and was later admitted to the hospital with a laboratory blood glucose result of >800 mg/dl. She was admitted, treated with insulin and released at 8/p the same day. The meter is not cleaned according to MFR's recommendations, alcohol is used to clean the meter optics. On 9/25, the meter was in calibration, reading 74 versus a range of 64-85. A control solution result on the test strips was "21" (no range provided).